Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was returned for analysis. The performance data collected from the device was received and analyzed. An analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance steady at approximately 455 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. There was a r-wave amplitude measurement issue. After averaging 12.7mv through (B)(6) 2016, r-wave amplitude drops to less than 8mv by (B)(6) 2016.

Event description:
It was reported that the patient's lead had high thresholds, high impedance and undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.